Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the air leaked out of the btt port. The reported unit was used to complete the procedure. There were no patient effects. The product was discarded.